Event description:
Information received by medtronic indicated that the insulin pump had a software error detected alarm in loop for 3 days. The customer stated they were able to clear the alarm and complete the rewind process. Fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version: 4.11d. Retainer ring = black. P-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Unit passed self test and displacement test. Fill cannula was not able to be performed due to unexpected pump restart alerting pump error 53. Pump error 53 found in the pump history ((B)(4)) on (B)(6) 2021 at 10:32am. Problem isolated to electronic assemblies. The following were noted during visual inspection: scratched case.